Event description:
Pt reported that the device would not go into the prime mode. Pt indicated that "s", "h", and "m" buttons worked and there was no physical button damage. Pt did not report any physiological effects.